Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that the patient was revised on (B)(6) 2005, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty on (B)(6) 2004 and was subsequently revised on (B)(6) 2005. Additional information received in the form of operative notes confirmed the revision was performed due to aseptic loosening of the acetabular cup. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00950 / 00951). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information received indicates the reason for revision was due to aseptic loosening of the acetabular cup. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."